Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection revealed a discolored cable. A functional evaluation was performed on the returned device and a stuck left button causing the device to run intermittently. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause has been associated with a mechanical component failure. Factors that could have contributed to the event include a buildup of corrosion/debris around the spring from cleaning chemical fluid ingression over time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. Correction in h6 (medical device problem code).

Event description:
It was reported that during setup the mdu was broken. The procedure was completed without delay using a back-up device. There was no patient involvement. As per investigation results, a stuck left button causing the device to run intermittently was found.

Manufacturer narrative:
Internal complaint reference: (B)(4).